Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set tubing came apart and the insertion device fell out of patient's body. The site location was abdomen and the pump was in the pocket. The infusion had been in use for one day and the infusions were stored in a dry closet. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.